Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 110 mg/dl, 160 mg/dl, and 80 mg/dl. When tests were performed within 10 minutes on the compact system. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that she self-treated with orange juice and ate breakfast. No other actions taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.